Event description:
It was reported that implantable cardioverter defibrillator exhibited several episodes of non-sustained oversensing due to post paced t wave oversensing. The patient was asymptomatic. Programming changes were made.